Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a vats lobectomy procedure, the clips formed properly, but some did not close completely. No pt consequence. Case completed with another device of the same product code.